Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated multiple (three or four) falsely high triglyceride (tg) patients results and an unspecified number of high blood urea nitrogen (bun) and glucose (glu) results. The customer indicated that no incorrect results were reported out of the laboratory, no patients were injured by the erroneous results. The customer provided one example result: original result suppressed (no numeric result); repeated at 1:5 dilution: 120 mg/dl. The customer did not believe this result and was not reported out of the laboratory. No data or patient information was provided. There were no changes in patient treatment in connection to this event.

Manufacturer narrative:
The customer indicated that quality control (qc) and calibrations had been yielding within acceptable range; however, no data was provided. A bec field service engineer (fse) was dispatched for this event and replaced several hardware components of the reagent pipetting system, which has resolved the issue. Failure mode is related to a hardware malfunction.